Manufacturer narrative:
The first instrument used in the procedure, vse l10241205-0297, was returned and underwent failure analysis (fa). The instrument was tested and passed recognition and engagement, cut and sealed as expected, moved intuitively with full range of motion in all directions, and the grips opened and closed properly. There were no failures reported in the logs and no product issue was identified. The second vse used in the procedure and associated with this report, l10241205-0274, has not been returned to intuitive surgical, inc. (Isi) for evaluation. An advanced vse log review show that the first vse instrument used was l10241205-0297 and was installed 3 times and passed homing each time. 8 cut complete events were noted and e100 logs show 15 coagulation and 65 seal events with no errors. The instrument was used for about 38 minutes. The second vse instrument, l10241205-0274, was installed 2 times and passed homing each time. 49 cut complete events were noted. E100 logs show 1 coagulation event with no error and 66 seal events with 1 high initial starting impedance error. The instrument was used for about 18 minutes. System logs show two e-100 generator recoverable errors. The first one could likely be related to a communication problem between the generator and the instrument. The second one is likely due to the user trying to seal too much tissue between the jaws. Refer to manufacturer report 2955842-2025-14408 for MDR submission of the events logged against l10241205-0297. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted pancreatoduodenectomy, the vessel sealer extend (vse) worked correctly initially, then after an unknown period of time, the e100 gave an error and turned red and after that, the vessel sealer would not function. The reporter cannot report on the tones heard during instrument use or what the target tissue was at the time, but it was stated that there was tissue effect observed during the sealing cycle. However, there was an undisclosed amount of bleeding, from an unknown source, due to the vse issue. The customer could open and close the instrument, but there was no sealing. The user completed the procedure using a backup vse with no further issue reported. The surgeon reported this was more bleeding than expected, but the reporter was unable to provide further information on what was done as a result.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Additional information: a review of the site's system logs for the reported procedure date found there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.